Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture during lead testing, and x-ray confirmed the lead was dislodged. The patient underwent surgical revision wherein the lead was explanted, and a new lead was implanted. During the procedure the physician experienced helix retraction issues. No additional adverse patient effects were reported.